Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer felt resistance when filling the cartridge with the syringe. Reportedly, exerting pressure on the plunger of the syringes caused the insulin to spill back out of the cartridge septum. The cartridge was changed and was able to be filled successfully. Insulin delivery was resumed. The customer's blood glucose level was not impacted. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed; however, the reported issue was unable to be verified as the cartridge was not returned.